Event description:
It was reported that the wake button was sticking. Customer's blood glucose (bg) level was "high", although specific value was not provided. Customer applied more force to the button and delivered a bolus via the pump to address the bg level and to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.